Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent revision surgery due to pain at the implantable pulse generator (ipg) pocket site one week after the implant. The ipg was relocated from the buttock to the flank. The same ipg was used. There was no report of patient harm or injury. The device remains implanted and functional. No further reports of pain/discomfort after the relocation of the ipg. Following the ipg relocation, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).